Manufacturer narrative:
Comparison of returned samples to other samples indicated that the weld depth of the returned samples was reduced. As a result, the failure investigation focused on (B)(4) laser welding process. An investigation, a failure analysis, was conducted and based on investigation findings the laser welding process was revalidated to optimize operating parameters and to ensure that the process is robust to laser location. The process validation was completed on (B)(6) 2005 (reference (B)(4)). Results show that the laser welding process is robust to laser location and capable of consistently producing significantly stronger welds and will affect lot #1340390 at (B)(4) note that although the affect of misalignment is now evident, it is not suspected that frequency of misalignment is high. This is based on (B)(4) disclosure that ,to date, all samples tested since production began in late 2004 have met specification. Additionally, all finished goods tested during this failure investigation have significantly exceeded specification indicating that capability for appropriately locating the laser was likely high. At this time, it is inconclusive if surgical technique is cause for or contributes to device failure. Due to the mode of failure of the recent complaints, it is not possible to quantify point of failure for the associated devices since the devices were fully compromised. The design input specifications that are relative to the weld strength were reviewed by r & d and marketing for clinical significance and were deemed to be adequate and appropriate for the intended use. As a result, no changes to specifications will be made. At this point in time no further action is warranted.

Event description:
Our affiliate is reporting that during a shoulder repair the distal portion of a suture grasper broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient.